Event description:
It was reported that the patient received a monitor distributed from in clinic and they said when they went home and set it up it smelled like an electrical fire. The clinician advised the patient to disconnect the monitor and a new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the bench power up test failed, the unit was unable to power up with a good power supply. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.